Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain; patient treatment settings, patient information, patient photos, and sun exposure. No information has been provided by the user facility. An examination of the subject device by a lumenis service engineer found the et handpiece operated to within manufacturer's specifications. The service engineer stated, "calibrated et in user mode, et head room now 1.38. Verified output et 44j @ 40j; hs 10.2j @ 10j." After recalibrating the et hand piece, "new head room 1.44. Verified 40.5j @ 40j." The service engineer explained to the customer about inconsistent energy calibrations and re-explained the importance of making sure the hand piece and calibration windows are clean while calibrating." After verifying all system functions including et hand piece calibration and energy output verification, the subject device was found to have operated well within manufacture specifications. Subject device malfunction is not the suspected cause of the event reported. A review of subject device labeling found that the subject device IFU contains the following statements: warning - the internal energy meter window must be clean to ensure accurate calibration. An unclean window will result in higher than indicated fluence, which may cause epidermal damage. Warning - the sapphire tip of the et hand piece must be kept clean during patient treatment. Foreign matter on the tip will get hot due to absorption of laser light and can cause epidermal injury and substantially increased pain. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain; patient treatment settings, patient information, patient photos, and sun exposure. No information has been provided by the user facility.